Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - investigation of the returned unit showed that the lock has rotational and lateral movement in the lock and a residue buildup is present. New components were added to replace worn internal parts, and general cleaning and maintenance were performed.   Root cause - the complaint is confirmed via inspection of the unit. There was movement in the lock and a residue buildup present. Probable root cause is routine use and wear of the device. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) slides out of locked position when in use. No additional information has been reported.